Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. It was confirmed that there was a break at 18mm from the distal end of the probe. The broken piece of the probe tip was not returned. The scratch was not found on the probe in the visual check. The broken surface of the probe was inspected. The inspection revealed the break started from the origin of a crack caused to the probe. The vicinity of the origin of the fracture surface was blackened. There were no scratches nor marks in the non-insulated area of the grasping section which came in contact with the probe and was abraded against it. The manufacturing record was reviewed and found no irregularities. However, based on the physical investigation result, the exact cause of the event couldn¿t be exclusively identified. From the past investigation results, it was likely the probe broken occurred by the following mechanism: as the vicinity of the origin of the fracture surface was blackened, a crack was generated in the probe due to a load such as a spark. The crack then extended when the load to the device was applied to the probe outside the patient. And the probe broke off in the end. The circumstances likely causing such spark could not be identified. The above device handling has been warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) received the following report from the user. During a laparoscopic operation on the uterus, the lower branch was broken. As the surgeon was able to recognize the fracture immediately, the branch did not break off. The intended procedure was completed with another device. There was no patient injury reported. On (B)(6) 2021, omsc found that the probe of the subject device broken off at 18mm from the distal end.